Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. It was noted that pacemaker exhibited premature battery depletion. No intervention was reported. Patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis of device image indicated normal device operation. Longevity assessment was normal with no anomalies found.

Event description:
New information noted that patient condition was stable after procedure.

Event description:
New information noted that the pacemaker was explanted.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.